Event description:
It was reported, the patient's ipg was replaced. The reason for the replacement is unknown. The ipg was replaced with a different model and the ipg pocket was moved from the chest area to the abdomen.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.